Event description:
Two endeavor sprint rx drug-eluting stents were implanted, abutting, at the 1st obtuse marginal (ref MFR report# 2953200-2010-00699, 2953200-2010-00700). One endeavor sprint rx drug-eluting stent was implanted at the proximal lad, as part of a staged procedure. It is reported that there was a bifurcation with a side branch. The bifurcation stenting technique used was crush stenting. One endeavor sprint rx drug-eluting stent was implanted at the 1st diagonal branch, as treatment of the target lesion (ref MFR report# 2953200-2009-01715). One other MFR's stent was implanted overlapping, as treatment of complication / dissection/bailout. Investigator indicated that there was no relationship between the dissection that occurred during the staged procedure and the study device. It is reported that the pt recovered with treatment. An acute stemi is reported to have occurred approx 6 months following index procedure. It is reported that the target lesion was involved. Location of infarction was posterior. Investigator indicated a possible relationship to the study device. It is reported that pt was admitted to the emergency room with cp and positive troponin. Ventricular fibrillation arrest is reported to have occurred in the pre-catheterization holding area. Pt was shocked twice and regained consciousness. Pt was taken to cath lab and was intubated. A revascularization of the 1st obtuse marginal, due to in-stent restenosis, was carried out. One other brand stent was implanted. Pt recovered with treatment. Investigator indicated that there was no relationship to the study device.

Manufacturer narrative:
(B) (4). Myocardial infarction, revascularization.